Event description:
Customer reported that her blood glucose would drop after she changes the infusion set. She reported that she experiences low blood glucose more frequently since using the insulin pump, as low as 45 mg/dl. She also reported that the display had gone blank on the insulin pump. She stated that she was treating with manual injections. The blood glucose reading at the time of the report was 148 mg/dl. She stated that the insulin pump had not been dropped or bumped but had been exposed to sweat. She stated that the contacts on the battery cap were not missing or corroded and that the battery compartment and spring were not corroded or damaged. Through troubleshooting, the display still did not return. Nothing further was reported.

Manufacturer narrative:
No blank display was noted. The insulin pump alarmed for a failed battery test after battery insertion due to a faulty battery tube. The displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test could not be performed due to the failed battery test alarm. No history anomaly could be tested and no upload could be performed due to the failed battery test alarm. The insulin pump had a cracked reservoir tube and a cracked reservoir tube lip. The insulin pump was received without the belt clip and no damage to the belt clip could be verified. No damage was noted on the belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.